Manufacturer narrative:
Facility name is truncated due to character limit. Facility full name:(B)(6). Data review indicates that the samples are low viral load, either from a patient with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing and with different assay platforms. There is no systematic issue observed and no product problem was found.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from latvia alleged discrepant results for 4 patient samples when using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. All 4 alleged samples were initially tested on cobas liat and generated a sars-cov-2 positive, influenza a/b negative result. All 4 samples were repeated at a reference lab using allplex® seegene sars assayand generated a negative result for sars-cov-2. The positive results were reported and no harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 4 mdrs will be filed.